Event description:
Complainant alleged that the ccu staff was setting up the device as a stand-by unit, in the event that the primary device failed and in preparation for pacing a male pt (age unk), but the staff was unable to obtain a rhythm in any of the three leads when they powered up the device with an ECG cable attached to the unit. The device screen only displayed a broken line across the screen. The complainant indicated that the primary device operated without difficulty and there was no need to use the stand-by device. There was no adverse effect on the pt as a result of the reported malfunction.